Manufacturer narrative:
A ge service representative performed an on site investigation. The customer had exceeded the image acquisition time. The service engineer deleted images on the hard disk. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to save patient images. No report of patient injury.